Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 39 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. Customer was treated with glucagon for low blood glucose. Troubleshooting was not performed. No further patient complications were reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.